Event description:
The customer stated that while he was doing an injection with a bd ultra fine short insulin pen needle the needle broke off in his arm. The customer went to an emergency department where he had an x-ray and a doppler ultrasound of his arm which showed the needle. The physician performed a surgical procedure in an attempt to remove the needle but was unsuccessful. The customer was referred to a surgeon for follow up care.

Manufacturer narrative:
The device in questions was discarded by the consumer but he is sending samples from the box the device came from. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. Of note, a review of the device history records revealed no irregularities during the mfg of reported lot number # 4017479.